Event description:
It was reported that the image quality on the 9800 system got poor during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep removed and replaced the monitor. The system functions as intended.